Event description:
It was reported that the device reached early battery depletion due to very high left ventricular (lv) lead threshold and moderately high right ventricular (rv) lead threshold. The device was removed and replaced with a new device. The lv and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and analysis of the device revealed normal battery depletion.